Event description:
Healthcare professional reported broken reagent tubes when mixing sample into reagent, reported finger cut in one medical assistant. Advised to sought medical attention.

Manufacturer narrative:
Investigation conclusion: reviewed complaint history log for this lot and no significant trend was identified for the reported issue. The information provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine origin : email